Event description:
It was reported that the pt underwent a tlif using interbody devices and posterior fixation at l3/4 for degenerative scoliosis. The pt reportedly felt numbness in legs post op. Approx three mos post-op, it was found that the cage was subsided and a setscrew at l3 left side backed out. The revision surgery was performed to replace the backed out setscrew and bone screw. It was found that the screws might be cross thread. It was also reported that the pt bone quality was poor.

Manufacturer narrative:
Device was not returned to MFR for evaluation. We are unable to determine the cause of the event; however, the suspected devices in use are lot # q07j1089 and #w07h2975. Device history records for both lots reviewed. No documentation was found that would indicate a non-conformance to specifications.